Manufacturer narrative:
Concomitant medical products: product ID: 97715, serial#:(B)(4), implanted: (B)(6) 2019, product type: implantable neurostimulator, product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 14-jan-2023, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 12-nov-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative, regarding patient's implantable neurostimulator (ins) implanted for non-malignant pain, complex reg pain syndrome type I. Patient also reported that she is having a revision of the c-spine system. The patient feels stim but it is not effective, the md thinks the leads look like they may have moved a little but this may also be related to changes in her pain condition. The caller stated that in (B)(6) (2019) a rep saw the patient and she was doing well. The revision is scheduled for (B)(6) 2019 . The event date was unknown. No further complications were reported/anticipated.